Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator, 2012-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead was undersensing. The patient also experienced syncope. The lead remains in use. No further patient complications have been reported as a result of this event.